Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that: "during the installation of a stryker t2 femur nail, after checking the various screw connections on the instrumentation table of the various screws: ok. The surgeon tried a trochanter screw with the aiming device ref: 2351-0070 but the drill bit was not in the right axis: out of the nail. Another surgeon then used the same equipment and the same patient to put two screws in cephalad, the first screw without any problem but the second screw deviated from the first and came out laterally of the head. Clinical consequences: removal of the nail holder to insert the second cephalic screw with hands up. During the procedure, it was necessary to use materials other than those present in the ancillary equipment. The procedure could be completed but not with the expected results. The procedure was delayed by 120 min. Clinical consequences for the patient: supplementary fracture of the femur"

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. The batch record and raw material certificate could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text: device disposition is unknown.

Event description:
The customer reported that: "during the installation of a stryker t2 femur nail, after checking the various screw connections on the instrumentation table of the various screws: ok. The surgeon tried a trochanter screw with the aiming device ref: (B)(4). But the drill bit was not in the right axis: out of the nail. Another surgeon then used the same equipment and the same patient to put two screws in cephalad, the first screw without any problem but the second screw deviated from the first and came out laterally of the head. Clinical consequences: removal of the nail holder to insert the second cephalic screw with hands up. During the procedure, it was necessary to use materials other than those present in the ancillary equipment. The procedure could be completed but not with the expected results. The procedure was delayed by 120 min. Clinical consequences for the patient: supplementary fracture of the femur."